Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse advised the customer to replace the mother board, blindmate cable, and exhalation module cable. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).